Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/15/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The patient did not specify the result obtained from the subject meter. The cca was advised the patient does not take medication to manage his diabetes and continued to follow his usual management routine. An hour after the start of the alleged issue, the patient claimed he felt symptoms of dizzy, sweating and had a "fast heartbeat." About 530pm that day, the patient stated emergency medical services (ems) was contacted and administered the patient intravenous (IV) glucose. The patient obtained a blood glucose result of "44 mg/dl" with the ems meter. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow up # 2/supplemental report text- 2/28/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.